Manufacturer narrative:
Analysis of the returned balloon catheter confirmed a puncture just distal to the proximal marker band. Fluid was able to be passed through the inner lumen with the use of an inflation device and out the puncture location. Necking was visible at the balloon and catheter shaft bond.

Event description:
The balloon was used during an atherectomy procedure through the left radial artery. The physician performed and angiogram with distal superficial femoral artery (sfa) atherectomy using a competitor's laser catheter technology. Upon conclusion of that therapy, the balloon was used. The balloon was delivered to the target lesion and inflated without issue. During removal, the balloon could not be deflated. Several techniques were attempted without resolution. The physician decided to use a 21g needle to pop the balloon and remove. The issue occurred after the initial inflation that intended to be inflated for approximately 30 seconds. The balloon was inflated to 6atm. The tortuosity was reported as normal. Troubleshooting include multiple deflation attempts with the inflator, manual pull back with a syringe on side, and manual pull back direct from the balloon. The physician also inserted a guidewire through the balloon and applying manual pressure to the outside of the patient's leg to pop. The reported issue resulted in a procedure delay of approximately 25 minutes. There was no further patient harm. There was no further patient harm reported.